Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the device, presence of a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed as no imagery device or imagery was provided. No potential manufacturing non-conformance were identified. A review of the DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, ''during a tavr procedure for a 29 mm sapien 3 in the aortic position via subclavian access, while pushing the valve through the sheath, the stent leg poked through the sheath, resistance through the esheath was experienced upon approaching a bend in the artery. A small stent leg was bent protruding through a hole on the sheath was observed''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. As noted, the patient's access vessel had presence of tortuosity (bend artery). The presence of tortuosity can create challenging pathway during delivery system advancement, and lead to resistance. It was possible that the valve struts caught on the sheath liner during delivery system advancement; subsequently, excessive device manipulation to overcome the resistance, which resulted in sheath punctured and bent strut as reported. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative actions are not required.

Event description:
Per the field clinical specialist (fcs), during a tavr procedure for a 29 mm sapien 3 in the aortic position via subclavian access, while pushing the valve through the sheath, the stent leg poked through the sheath, resistance through the esheath was experienced upon approaching a bend in the artery. A small stent leg was bent protruding through a hole on the sheath was observed. The esheath and deliver system was removed as one with no complications. A new kit was prepped and delivered without incident. There was no patient injury and patient is doing well after the procedure.

Manufacturer narrative:
The investigation is ongoing. Device not available.